Event description:
The customer reports that the obi workstation had a different "actual" value than the clinac software. E.g. The clinac software was showing an actual of 119.7 and obi ws had an actual of 139.9. The target value in obi workstation was set to 119.7. The calculated shift was correct for the data shown on the obi workstation, however, it could be seen, that on the obi workstation and clinac, that the two actuals did not agree (customer supplied screen-shots). The customer then restarted the obi workstation software, closed and reloaded the patient and reimaged; reboot of the workstation resolved the problem. There was no misadministration or serious injury reported associated with this event.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.